Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00228: stem, 3025141-2017-00230: neck.

Event description:
A patient was experiencing possible grinding/interference with the implanted arh slide-loc radial head replacement product. In a post op xray, the stem looks like it has loosened in the canal of the bone. Additionally, the neck appears to have been damaged and may have separated from the stem. Revision surgery has not been scheduled.